Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the receiving inspection records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one critical battery alarms involving bat322966. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This is indicative of a communication error between the controller and battery. Analysis of the battery revealed that the device passed visual examination and functional testing. Heartware is investigating communication errors. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that controller log files revealed a "critical battery" alarm had been logged while the patient was in bed connected to a/c power. Clinical engineering confirmed that the battery did not have less than 10% charge at the time of the alarm. The battery was subsequently replaced with no reported patient consequence. Power connections were visually inspected and determined to be intact. No further information has been provided.